Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and the customer is using multiple daily injections as a backup therapy. The replacement pump is being sent with updated software, and the customer was informed about available training. The customer agreed to return the malfunctioning pump using the provided return box and pre-paid label.